Manufacturer narrative:
Pharmacovigilance comments: the serious events of vascular occlusion and implant site necrosis were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage including hyaluronidase dissolution and oral antibiotics, prednisolone, pentoxifylline, sildenafil, viagra and somalgin. The non-serious events of haemorrhage, haematoma and erythema at the implant site, and livedo reticularis were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician which refers to a female aged (B)(6) years. Additional information was received on (B)(6)2018 through doc to doc contact. The patient's medical history included history of avci. Concomitant treatments included somalgin [somalgin], 325mg per day. No information about previous filler treatments. On (B)(6) 2018 at 07:00pm, the patient received treatment with 0.3ml restylane refyne to 1/3 of medium nasal dorsum with cannula and bolus technique (unknown lot number). The physician aspirated for about 8 seconds, with negative aspiration; and she did it on a bolus. After removing the cannula (entrance orifice in 1/3 distal of nasal dorsum), the physician did a "molding" of the product (thumb and index finger on the sides of the nose). At this time, through the cannula entrance hole, there was significant bleeding(implant site haemorrhage). While doing the compression, the physician noticed a hematoma(implant site haematoma) at glabella and lateral dorsum of the nose. The physician was in doubt if it could be a possible vascular occlusion(vascular occlusion), since she had aspired. As corrective treatment, the physician performed viagra [sildenafil citrate], somalgin [acetylsalicylic acid] [magnesium carbonate][aluminium glycinate] and was in doubt about hyaluronidase, which she did not perform. Additionally, the physician informed that patient was without pain. The patient went home and was prescribed somalgin 2 tablets per day, prednisone [prednisone], 40mg per day, postec cream [betamethasone valerate] and was oriented to perform hot compress. On (B)(6) 2018, the patient informed that she was well. On (B)(6) 2018, the physician injected hyaluronidase [hyaluronidase] 2000iu, retuned with viagra 100mg per day and maintained the other medications. On (B)(6) 2018, the physician performed hyaluronidase again, 2000iu. The patient evolved in this period of time, with small area of necrosis(implant site necrosis) at nose. Other areas at the nose had erythema(implant site erythema) and livedo(livedo reticularis). The patient had no pain, only the palpation (as reported). On (B)(6) 2018, the physician informed that a new injection of hyaluronidase was performed that day, and the patient continued to be medicated with oral antibiotic, predsim [prednisolone sodium phosphate], pentoxifylline [pentoxifylline], oral sildenafil [sildenafil], somalgin and would undergo hyperbaric chamber sessions with a favorable evolution. Information about action taken, outcome of events and causality was not provided. Outcome at the time of the report: significant bleeding was unknown. Hematoma was unknown. Possible vascular occlusion was unknown. Small area of necrosis was unknown. Livedo was unknown. Erythema was unknown.

Manufacturer narrative:
Pharmacovigilance comments: the serious events of vascular occlusion and implant site necrosis were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage including hyaluronidase dissolution and oral antibiotics, prednisolone, pentoxifylline, sildenafil, viagra and somalgin. The non-serious events of haemorrhage, haematoma, papules and erythema at the implant site, and livedo reticularis were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-oct-2018 on by a physician which refers to a female aged 38 years. Additional information was received on 30-oct-2018 and on 13-nov-2018 through doc to doc contact. The patient's medical history included history of avci on (B)(6) 2014. Concomitant treatments included somalgin [somalgin], 325mg per day. The patient has used fillers (unknown product) previously. The patient was not pregnant neither breastfeeding. On (B)(6) 2018 at 07:00pm, the patient received treatment with 0.3ml restylane refyne (expiry date: 30-jun-2020) to proximal middle third of nasal dorsum with cannula and bolus technique (unknown lot number). The physician aspirated for about 8 seconds, with negative aspiration; and she did it on a bolus. Injection technique was made inlet 1/3 distal nasal dorsal, introduction of 25g cannula and left bolus at a point in 1/3 middle distal nasal dorsum. After removing the cannula (entrance orifice in 1/3 distal of nasal dorsum), the physician did a "molding" of the product (thumb and index finger on the sides of the nose). At this time, through the cannula entrance hole, there was significant bleeding(implant site haemorrhage). While doing the compression, the physician noticed a hematoma(implant site haematoma) at glabella and lateral dorsum of the nose. The physician was in doubt if it could be a possible vascular occlusion(vascular occlusion), since she had aspired. As corrective treatment on (B)(6) 2018, the physician administered viagra 50mg [sildenafil citrate], somalgin [acetylsalicylic acid] [magnesium carbonate][aluminium glycinate] and was in doubt about hyaluronidase, which she did not perform. Additionally, the physician informed that patient was without pain. The patient went home and was prescribed somalgin 2 tablets per day, prednisone [prednisone], 40mg per day, postec cream [betamethasone valerate] and was oriented to perform hot compress. On(B)(6) 2018, the patient informed that she was well. On(B)(6) 2018, the physician injected hyaluronidase [hyaluronidase] 2000iu, retuned with viagra 100mg per day and maintained the other medications. On (B)(6) 2018, the physician performed hyaluronidase again, 2000iu. The patient evolved in this period of time, with small area of necrosis(implant site necrosis) at nose. Other areas at the nose had erythema(implant site erythema) and livedo(livedo reticularis). The patient had no pain, only the palpation (as reported). On (B)(6) 2018, it was performed 2000iu of hyaluronidase and introduced klaricid [clarithromycin] 500mg, once per day, for 14 days, dalacin c [clindamycin] 300mg every 8 hours for 14 days and trental [pentoxifylline] one tablet per day. It was maintained viagra, 2 tablets per day, 100mg per day. The patient was oriented to use hydrocolloid dressing and the patient performed hyperbaric chamber treatment. On 13º day, on (B)(6) 2018, it was performed hyaluronidase due to 3 erythematous lateral papules(implant site papules) on "d" nose and malar "d" (next to nose). Maintained the other medications. In the follow-up on (B)(6) 2018, it was reported that the patient was not recovered from the events, but there was an improvement. Severity rating was classified as severe and causal assessment was reported as possible. The reporter informed that the events started on (B)(6) 2018, on nasal back, lateral "d" nose and glabella. The patient was not hospitalized due to the events. The patient performed an ultrasonography with doppler on (B)(6) 2018 with discrete increase of soft parts. Outcome at the time of the report: significant bleeding was recovering/resolving. Hematoma was recovering/resolving. Possible vascular occlusion was recovering/resolving. Small area of necrosis was recovering/resolving. Livedo was recovering/resolving. Erythema was recovering/resolving. Erythematous lateral papules was recovering/resolving. Tracking list: v.0 initial + fu 30-oct-2018. V.1 fu 13-nov-2018: added the event of papules, added corrective treatments, patient recovering, reporter causality possible, added severity, modified event location.